Event description:
This is an international report of a minicap that was found to have a leak during use .there was patient involvement but no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). An evaluation was done by the minicap supplier and this has been confirmed that this defect was caused by our minicap supplier during the manufacturing process. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.